Manufacturer narrative:
Complaint not confirmed. Visual evaluation revealed no physical damage on the arthroscopy pump. During device functioning, the returned ar-6475 arthroscopy pump device was tested under normal use conditions to see if the issue reported could be reproduced. Ar-6420 tubing was assembled to the device. The pump was powered on and no error message and/or audible alarm was triggered. Further review of components, showed no issues with the latch door or tubing connector. Among the most common causes for this type of occurrence, are unplugging and plugging the pressure line connector into the arthroscopy pump, creating a pressure decay on the pump or spiking bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump. These conditions can trigger the alarm for pressure fault.

Event description:
It was reported that during a surgery the pump showed an error message: pressure failure. The surgeon confirmed the high pressure. This incident caused an abortion of the surgery.